Manufacturer narrative:
An olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that the user facility sampled the scope and the scope's culture tested positive for klebsiella pneumoniaea after cleaning and high level disinfection. There was no patient injury/infection reported.

Manufacturer narrative:
As part of the investigation, the endoscopy support specialist (ess) visited the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess observed two technicians perform reprocessing operations and found the following deviations: brushing of the channel was not performed underneath the water enzymatic detergent was added above the recommended concentration. The same cloth was being used to manually clean multiple scopes. Aspiration steps appeared to be performed improperly and or incompletely during manual cleaning process. Insufficient suction cleaning adapters (mh-856) on hand and were not being reprocessed after each use. The ess forwarded the results of the observation and deviations to the sterile processing department (spd) manager. The ess requested a follow up with the spd manager to discuss reprocessing in-service but date has not been finalized. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for klebsiella variicola and klebsiella pneumoniae. The scope was ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed and there was no signs of foreign material/substance/stain inside the instrument and suction channels/ports when inspected. Additionally, there were also no signs of foreign substance/materials/stain found on the external components; the insertion tube, bending section cover/glue, distal end cover, elevator forcep raiser, distal light guide lens and objective lens glue. In addition, both of the bending section cover glue was discolored and cracked. The scope failed the leak test from a leak between the distal end cover as the probe unit was noted to be loose. There were dents observed on the top of the probe unit. The cause of the reported positive culture could not be confirmed as there was no abnormalities or foreign material that would have contributed to the positive culture. However, the cause of the discoloration and damage on the bending section cover/glue is likely due to stress/wear. The cause of the loose probe unit/leak can be attributed to stress from excessive force. A review of the service history indicates the scope was purchased on (B)(6) 2015 with one repairs in the past two years not related to positive culture.